Event description:
It was reported the patient¿s battery ¿only lasted two years and one month when their last battery lasted four and a half years.¿ the patient has bilateral batteries and it was unclear if both batteries were depleted. It was unknown if the right side would be replaced. Reference manufacturer report # 3004209178-2013-10156. Patient had bilateral systems and it was unclear whether both or one system had depleted.

Event description:
It was reported that the patient experienced symptom of spasticity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # v007376, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v007376, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).